Manufacturer narrative:
The lot number has been provided, the device was received and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in a jugular vena cava deployment procedure, the introducer sheath bent approximately one inch proximal to the marker band during the attempt to gain access; therefore, another jugular vena cava filter system was prepped and deployed successfully to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device appeared to be clean. The dilator was slightly bent approximately 8.5cm from the distal tip. The sheath was kinked approximately 2.0cm from the distal tip. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: denali jugular sheath and dilator were returned. The investigation is confirmed for a kinked introducer sheath and a bent dilator. It is possible that the kink/bend occurred as a result of the physician pinching the sheath while attempting to gain access into the jugular vein. However, the definitive root cause of the reported event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance. If resistance is encountered during a jugular/subclavian insertion procedure, withdraw the guidewire and check vein patency fluoroscopically with a small injection of contrast medium. If a large thrombus is present, remove the venipuncture needle and use the vein on the opposite side. A small thrombus may be bypassed by the guidewire and introducer. Following further evaluation of the device and review of the event details this event has been determined to not be a MDR malfunction based upon MDR reportability criteria; therefore, this complaint is not in reportable MDR malfunction.